Event description:
A report was received that a patient had an open wound develop over the midline incision site. The physician explanted the patient's leads and left the ipg implanted. The physician believes there was a mild infection which caused the wound to open up. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2352-50 (B)(4). Description: linear 3-4 lead 50cm model: sc-4316 (B)(4). Description: next gen anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.